Event description:
It was reported there was an issue with the lead. They were getting no motor response when stimulating electrodes 0 and 1 when tested prior to deployment even though they had a great motor response when stimulated the foramen needle. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3093-28, lot # v598830, implanted: unknown, explanted: unknown.